Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 524 mg/dl. The customer's current blood glucose is 156 mg/dl. The customer was getting instruction for use alerts because of which he had to admitted to hospital. The customer was treated by intravenous insulin drip. Troubleshooting was denied by customer for high blood glucose. Customer reported that the auto mode feature was not active. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).